Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set-up, the unit's device can't be used as a handpiece. It had a seal issue but produced end tone with error message "unstable instrument". Used another generator with the same handpiece and it worked fine. There was no patient involvement.

Manufacturer narrative:
Additional information:evaluation summary: one device was received for evaluation. The reported condition was confirmed. The investigation found low output. The investigation found the most probable cause of the reported event to be calibration issue. The unit was re-calibrated to address the condition. If information is provided in the future, a supplemental report will be issued.